Event description:
The pt called suneva medical from the ophthalmologist's office on (B)(6) 2013 after artefill injection on (B)(6) 2013. The ophthalmologist stated that artefill was injected into the pt's bilateral crow's feet on (B)(6) 2013. Immediately, post procedure, the pt complained of loss of vision in the right eye to the nurse and then exited the office. The injecting physician was notified several hours later, after when he called the ophthalmologist for an urgent referral. The pt was treated by the ophthalmologist on (B)(6) 2013. Upon exam, the pt had very little arterial flow to the right eye. Pt was given IV fluids in an attempt to flush the material out. The anterior chamber was then tapped to lower intra-ocular pressure. The pt received a hyperbaric oxygen treatment on (B)(6) 2013 with additional scheduled on (B)(6) 2013. The ophthalmologist believes the injection in the crow's feet (canthal area) resulted in arterial injection causing retrograde filling into central retinal vein, causing loss of vision in the right eye. The injecting physician has reported to suneva that the pt was injected with approximately 1cc of artefill around the necklines very superficially, approximately 0.3cc around each brow area, 0.01cc in the right canthal area, and 0.01cc on each side of the nose. All stated injection locations are off-label use for artefill of which the injecting physician is aware.

Manufacturer narrative:
Review of associated batch manufacturing records and evaluation of retained lot samples were conducted. Product was manufactured in accordance with all work instructions, met acceptance criteria at time of release, and continues to meet acceptance criteria. This is the first report of loss of vision since product inception. All injection locations provided by the injecting and treating physicians are off-label use for artefill, of which the injecting physician is aware and per the artefill instructions for use (IFU). The artefill IFU includes "warnings: artefill must not be implanted into blood vessels. Implantation of artefill into blood vessels may cause vascular occlusion, infarction, or embolic phenomena."